Event description:
It was reported that a patient underwent an unknown procedure on (B)(6), 2023 and absorbable hemostat was used. The problem of the suture pulling off the needle had happened in the newly dispensed suture when it was opened to prepare for surgery. Changed another one to complete the surgery. No adverse patient consequences were reported.

Manufacturer narrative:
Product complaint #:(B)(4). Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one suture with one winding former paper cover and a tray that pertain to product code vcpb946h was received. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle, since the insertion end of the suture did not meet the requirement. Based on the information currently available, the pull-out was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name irgacare® active ingredient(s) ¿ triclosan dosage form suture/solid/parenteral strength = 275 g/m this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.